Event description:
On (B)(6) 2005, the patient was implanted with an scs system. The patient states that the pocket is heating while recharging and also that his recharge time dropped suddenly a couple of months ago from 2 to 3 weeks to 10 days. He said the pocket and skin feels hot to the touch (wife and daughter verified). A replacement charger was shipped to the patient but he said the problem persists. The heating begins 2 to 3 minutes into the recharge session. He has tried charging with the stimulation on and off and the heating still occurs. Diagnostics were run and all impedances are below 700. The patient has no issues with the stimulation. The patient will have a revision in september.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: product was not to be returned; therefore, no analysis could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.